Event description:
The home pt (hp) reported experiencing pain during drain while using the homechoice cycler for apd therapy. The hp relates that pt woke up during the night at the end of the 3rd drain phase of apd therapy due to cramping in their fingers, arm and right side. According to the hp, pt discontinued therapy and contacted their healthcare professional. The following morning, the hp went to the ER and x-rays were taken which revealed that their catheter has shifted internally to the right. The hp's catheter was repositioned at the ER and the hp returned home the same day.